Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap is partially fractured at the uv glue zone; the glass cap distal to location of fracture is detached and not returned; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 7,620 joules and 2 seconds while using the surgical fiber during a prostate procedure, the fiber damaged. The fiber was replaced and the procedure completed "successfully" using a second surgical fiber. There was no patient injury reported.